Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, intra-operatively, the port lost air and would not fill up.